Manufacturer narrative:
Approximate age of device - 17 days. A direct relationship between the device and the reported event could not be determined. Bleeding is listed (in the hmii IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a gastrointestinal(gi) bleed. The patient had a positive quiac stool test with decreased h/h noted on (B)(6) 2016. Over the next week the patient was treated intermittently with packed red blood cells(prbc). No avm was found. Inr goal was decreased and the symptoms abated with the stabilization of h/h. The outcome was stated to be resolved and the "stop date" was (B)(6) 2016.